Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
The director of nursing reported the entire aquacel foam adh sacral dressing dislodged in less than 24 hours. It was reported that skin prep was used prior to placing the dressing. Use of products discussed.